Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of ventricular tachycardia was incorrectly classified as non-sustained lead noise due to sensing latency on the discrimination channel. Programming changes were made. Device remains implanted. No further issues with the patient have been observed.